Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just mine removed today') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain"), headache ("headache") and pelvic pain ("I have been in so much pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, menstruation irregular, dysmenorrhoea, loss of libido, dyspareunia, neck pain, headache and pelvic pain outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, loss of libido, medical device removal, menstruation irregular, neck pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: additional reporter information addedevents added: dyspareunia, neck pain, headache, pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just mine removed today') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain"), headache ("headache") and pelvic pain ("I have been in so much pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, menstruation irregular, dysmenorrhoea, loss of libido, dyspareunia, neck pain, headache and pelvic pain outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, loss of libido, medical device removal, menstruation irregular, neck pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("I just mine removed today") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 3288 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain"), headache ("headache") and pelvic pain ("I have been in so much pain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, loss of libido, medical device removal, menstruation irregular, neck pain and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet received. Patient & reporter information added. Product start & stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I have been in so much pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain") and headache ("headache"). The patient was treated with surgery (essure removal via hysterectomy - uterus on (B)(6) 2017). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, loss of libido, menstruation irregular, neck pain and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I have been in so much pain") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain") and headache ("headache"). The patient was treated with surgery (essure removal via hysterectomy - uterus on (B)(6) 2017). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, loss of libido, menstruation irregular, neck pain and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, non-drug treatment received - surgery and essure removal via hysterectomy - uterus on (B)(6) 2017 added in the non-drug treatment, annex e and f of international medical device regulators forum updated. Amendment previous event medical device removal transferred to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the fragments are tangled upon each other and measure approximately 1.5 0.5 om in compact aggregate. Was able to remove all the old fragments of the essure without problems") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of varicose veins of lower extremities, anxiety depression, hypothyroidism and dyspareunia. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("I have been in so much pain"), arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain") and headache ("headache"). The patient was treated with surgery (essure removal via hysterectomy - laparoscopy with bilateral salpingectomies, hysteroscopy with remo). At the time of the report, the outcomes for pelvic pain, arthralgia, menstruation irregular, dysmenorrhoea, loss of libido, dyspareunia, neck pain and headache were unknown. The reporter considered arthralgia, device breakage, dysmenorrhoea, dyspareunia, headache, loss of libido, menstruation irregular, neck pain and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: removal date. As per argus (B)(6) 2017. As per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: fallopian tube left -lt fallopian tube. Fallopian tube, right -rt fallopian tube hardware essure x2 final diagnosis: left fallopian tube, left salpingectomy: "benign fallopian tube showing no significant pathology. Right fallopian tube, right salpingectomy: -benign fallopian tube showing no significant pathology. Essure x2: -foreign body, consistent with essure. Gross description: left fallopian tube is previously trisected segment of fallopian tube with fimbriated end, which, when reconstructed, measures 0.6 cm. The serosa of each is tan-pink and smooth. Right fallopian tube, is 4x 0.5 cm segment of fallopian tube with fimbriated end. Essure x2 are multiple cylindrical and spiral-shaped segments of thin metal, each of which measures less than 0.1 cm in diameter. The fragments are tangled upon each other and measure approximately 1.5 0.5 om in compact aggregate. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, event - device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the fragments are tangled upon each other and measure approximately 1.5 0.5 om in compact aggregate. Was able to remove all the old fragments of the essure without problems") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of varicose veins of lower extremities, anxiety depression, hypothyroidism and dyspareunia. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("I have been in so much pain"), arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods"), loss of libido ("no sex drive"), dyspareunia ("I could not allow penetration. Not event a slightest amount. The pain is unbearable"), neck pain ("constant neck pain") and headache ("headache"). The patient was treated with surgery (essure removal via hysterectomy - laparoscopy with bilateral salpingectomies, hysteroscopy with remo). At the time of the report, the outcomes for pelvic pain, arthralgia, menstruation irregular, dysmenorrhoea, loss of libido, dyspareunia, neck pain and headache were unknown. The reporter considered arthralgia, device breakage, dysmenorrhoea, dyspareunia, headache, loss of libido, menstruation irregular, neck pain and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus on (B)(6) 2017. As per mr: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: fallopian tube left -lt fallopian tube. Fallopian tube, right -rt fallopian tube. Hardware essure x2. Final diagnosis: left fallopian tube, left salpingectomy: "benign fallopian tube showing no significant pathology. Right fallopian tube, right salpingectomy: benign fallopian tube showing no significant pathology. Essure x2: foreign body, consistent with essure. Gross description: left fallopian tube is previously trisected segment of fallopian tube with fimbriated end, which, when reconstructed, measures 0.6 cm. The serosa of each is tan-pink and smooth. Right fallopian tube, is 4x 0.5 cm segment of fallopian tube with fimbriated end. Essure x2 are multiple cylindrical and spiral-shaped segments of thin metal, each of which measures less than 0.1 cm in diameter. The fragments are tangled upon each other and measure approximately 1.5 0.5 om in compact aggregate. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just mine removed today') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("painful joints"), menstruation irregular ("abnormal periods"), dysmenorrhoea ("painful periods") and loss of libido ("no sex drive"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, menstruation irregular, dysmenorrhoea and loss of libido outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, loss of libido, medical device removal and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.